Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported reading of 29 mg/dl then less than 10 minutes later got a reading of 169 mg/dl. No adverse event reported. Returning and replacing meter and strips.